Event description:
A user facility reported that an air leak was noted with the uretero-reno videoscope. The event occurred during preparation for use and a similar device was used to complete the operation. During a standard service inspection of the customer returned device, bending section rubber and curved tube damage were noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. The bending section rubber and curved tube were damaged. In addition, water tightness not maintained, curved rubber tear, insufficient bending angle due to elongation of angle wire, forceps fails to smoothly insert into the forceps channel, channel cleaning brush fails to be smoothly inserted into the forceps channel, abnormal noise, curved rubber adhesive missing, and index peeling of the rotation mechanism were observed. Lastly, scratches were found on multiple components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to excessive force. Olympus will continue to monitor field performance for this device.